Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. The device was inspected by arjohuntleigh technician visiting the site and no malfunction was found on the minstrel lift that could contribute to the event, therefore the device was found to be working up to the manufacturer specification when the event took place. It is worth noting that the minstrel hoist has been designed, produced and certified to meet the requirements of the iso 10535 stability test. It has been proven that even on a tilting slope, when lifting 1.25x the safe working load, and in the most adverse position, the minstrel does not become unstable. In this particular case, it was confirmed that the minstrel device was not positioned in front of the chair, but caregivers tried to lower the resident with the device positioned at the side of the chair. This way the hanger bar was not positioned over the center of the chair. In such a situation to bring the patient over the side of the chair and therefore outside the center of the gravity, one of the caregivers had decided to pull the patient into place by pulling the sling. In respect to this information, it appears more likely that the person in the sling was being vehemently pulled into the desired position and the lift destabilized in the direction that was pulled. This constitutes a use error: not placing the lift as described in the instructions for use (IFU), not avoiding the use of the body of the patient as leverage. The possible sequences of events presented above seems to be the most probable and to be in line with the event description. Our evaluation appears to suggest a use error having occurred. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling and correct lifting procedures. When the IFU would have been followed the event would have been avoided. The post incident re-training has been already scheduled to the involved caregiver staff. When reviewing similar reportable events, we have found a number of cases that may relate to the issue investigated here: minstrel lift tilted sideways during the resident transfer. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use the occurrence rate of reportable complaints with this failure is relatively low. To sum up, the device was being used at the time of the event and played a role due to a use error - causing the device to not perform to the specification. The device was up to the manufacturer specification at the time of the incident.

Event description:
Arjohuntleigh has received a customer complaint where it was indicated that at the time of positioning the patient onto a chair using minstrel standing hoist, the lift tilted sideways. Following the information reported, one caregiver was standing behind the lift, another caregiver was trying to adjust the position of the resident by pulling the sling, approaching the chair from the side instead of approaching it from the front of the chair. As a consequence of this incorrect device handling, the device was reported to lose its stability and hit the caregiver's upper arm. The caregiver received a bruises. No impact or consequence to patient. No medical intervention was needed.